Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -4.5/5.5/161 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same length lens of different power and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A1:(B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product, in a microcentrifuge vial. Visual inspection found the optic torn and the haptics torn, broken and bent. Dimensional inspection found the lens to be within specifications. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only". Claim # (B)(4).